Event description:
The device underwent numerous overdischarges and it was no longer functioning. It was replaced and was not to be returned for analysis. The patient was stated to be "doing fine".

Manufacturer narrative:
(B)(4).